Event description:
The patient was injected in the nasolabial folds (mid to deep dermis). The patient allegedly developed redness and swelling in the injected area near the cheek on each side three weeks later. Additionally, the patient's eye allegedly swelled up. The injected area (one side of cheek area) was drained and a culture was taken. The patient was treated with antibiotics.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.